Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Fibers burst causing a blood leak. The leak was visually observed, blood test strips were used and the machine alarmed. Estimated blood was 200cc's. Patient had no adverse effects. Sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.